Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a skin irritation under her breast and around her nipple where she had received cancer treatment. The patient described the irritation as "like a sunburn, and when the lifevest rubs over it, it creates blisters". The patient also reported that the blisters were popping and the skin was peeling. The patient's physician referred her to a wound specialist and prescribed aqua for her skin. Follow-up indicated that the patient had not been wearing the device as directed by her cardiologist and had been applying silvadene cream prescribed by her radiologist and that the "burn" was getting better.